Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the moderate to severely calcified left main artery. A 1.75 rotapro and a rotawire were selected for a percutaneous coronary intervention (pci). Difficulty occurred advancing the burr through the guide catheter; however, the burr was able to be delivered to the lesion and 2 or 3 passes were successfully made. It was noted that the saline tubing may have been kinked. The device stalled during the next attempt to deliver the burr to the lesion with a set speed of 160,000 rpms. While in dynaglide mode, the device stalled and the entire system was remove together as one with the guidewire. There were no issue noted with the tank or the connections. A balloon was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. The returned product consisted of the rotapro atherectomy system. The burr catheter was received connected to the advancer unit and the wire used in the procedure was returned inside the device. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection found that dried blood was present within the advancer, sheath, and saline line. Due to excessive dried blood within the coil and sheath, the wire used in the procedure was not able to be removed. Because the guide catheter used during the procedure was not returned for analysis, a test mach1 7f guide catheter was used. The burr catheter was able to advance through the guide catheter without resistance or issues. Functional testing was performed and the drive shaft was able to be rotated. The rotapro advancer was connected to the rotapro control console system and when the knob switch was pushed, the advancer did not get any speed and a stall error was displayed on the console. The advancer was dismantled and the components inside the advancer were inspected. Destructive testing was not able to identify any damages that were attributable to the device stall.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that entrapment on the guidewire occurred. The target lesion was located in the moderate to severely calcified left main artery. A 1.75 rotapro and a rotawire were selected for a percutaneous coronary intervention (pci). Difficulty occurred advancing the burr through the guide catheter; however, the burr was able to be delivered to the lesion and 2 or 3 passes were successfully made. It was noted that the saline tubing may have been kinked. The device stalled during the next attempt to deliver the burr to the lesion with a set speed of 160,000 rpms. While in dynaglide mode, the device stalled and the entire system was remove together as one with the guidewire. There were no issue noted with the tank or the connections. A balloon was used to complete the procedure. There were no patient complications.